Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing dyspnea. The right atrial (ra) lead was found to be dislodged. There was also no atrial capture noted on this lead. The lead remains in use. No further patient complications have been reported as a result of this event.